Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy¿ stent was selected for use. However, during preparation, it was noted that a part of the stent was lifted. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged. Proximal stent rows 5-6 and the first 7 distal stent rows were damaged and deformed. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip profile showed no signs of damage. A visual and tactile examination of the hypotube profile found no damage. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy¿ stent was selected for use. However, during preparation, it was noted that a part of the stent was lifted. The procedure was completed with a non-bsc device. No patient complications were reported.